Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the visual indication of the patient's (B)(6) amplitude setting showed that it was increasing more than expected when the plus button on the programmer was pressed. A new programmer was issued to the patient thereby resolving the issue.